Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported following a knee arthroplasty, the patient was revised due to dislocation of the femoral component. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Articular surface, hinge post, hinge post extension and hinge pin were returned and examination of the returned parts determined that there were some nicks and gouges on the inferior side of the articular surface. There were some nicks or gouges on the railing of the anterior edge and the superior side of the articular surface. There was no major visible damage on the hinge post, hinge post extension and hinge pin. Operative notes provided state surgical techniques were followed. There were no difficulties. X-ray evaluation of knee showed constrained right total knee arthroplasty complicated by disruption of the tibial spine component at junction with the tibial tray and posterior subluxation of the tibia. DHR was reviewed and no discrepancies were found. Per the nexgen rhk knee system package insert, dislocation and/or joint instability is a known risk of this procedure. Moreover, selecting appropriate polyethylene thickness require considering patient weight, activity etc. As obtained information shows patient was obese which may incorporate on rhk failure. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Complaint was evaluated and the reported event was confirmed. Operative notes for third and fourth revision surgery provided and they state surgical techniques followed there were no difficulties. Forth revision performed as pin disconnected in rotating hinge knee. X-ray evaluation of knee showed constrained right total knee arthroplasty complicated by disruption of the tibial spine component at junction with the tibial tray and posterior subluxation of the tibia. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: femoral component option for cemented use only size e right, catalog# 00588001502, lot# unknown; stem extension straight 13mm dia x 100mm length(combined length 145mm), catalog# 00598801013, lot# unknown; tibial component precoat size 4, catalog# 00588000400, lot# unknown; stem extension offset 11mm dia x 100mm length(combined length 145mm), catalog# 00598802011, lot# unknown.

Event description:
It was reported that patient underwent an articular surface revision due to dissociation of hinge post extension. Operative notes indicated that during the procedure the patella was moved laterally and there was an amber-colored effusion.